Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr), leaflet length of 8mm, and poor leaflet integrity for a mitraclip procedure. Both clips passed establish final arm angle (efaa) during prep. The first xtw clip [lot 40220r1012] was placed on a2/p2 (anterior and posterior 2) segments and passed efaa before lock line removal, at a 20-degree arm angle. There was no residual mr, and the mean mitral pressure gradient was 3mmhg. The lock line was removed and efaa was checked. While going to neutral with the arm positioner, the clip relaxed about 10 degrees. The clip continued to open. The arm positioner was tightened down, and the clip was deployed with grade 1 mr. After deployment, the mr was grade 3+ and the clip opened to about 30 degrees. A partial flail chord was noted. The second clip, an nt, was unable to grasp due to frayed tissue from the xtw opening. Eventually, one grasp was achieved, but there was too much residual mr. The partial flail chord had worsened due to poor tissue integrity and the additional grasps. The nt was exchanged for an xt [40219r1068] as the second clip. The xt clip achieved a grasp medially on the valve and the deployment sequence was started. Both efaas were successful, and the clip arm angle was 20 degrees. During delivery catheter shaft detachment, as the arm positioner was turned to expose the release pin groove, the clip began to open. After deployment, the clip arm angle was about 35 degrees. The mr was reduced to grade 3-4. Both clips remained stable. There remained a residual flail segment in between the 2 implanted clips with eccentric mr. At this point, given the tissue integrity, the decision was made to stop here and consider surgical intervention versus plugging on a later date. Given the hemodynamic support (vasopressors) that the patient required while intubated and sedated, and the hemodynamic decline starting from the first clip opening, and progressing from tissue injury and inability to adequately reduce mr from subsequent clips, a balloon pump was placed via the left femoral artery. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Medwatch report #: 0300870000-2024-8031.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to grasp the leaflets appears to be related to patient morphology/pathology due to frayed tissue. The reported hypotension and tissue injury appear to be related to procedural conditions. Hypotension and tissue injury are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported medication required and unexpected medical intervention were results of case specific circumstance as vasopressors were given and a balloon pump was placed. There is no indication of a product issue with respect to manufacture, design or labeling.